Manufacturer narrative:
Additional product code: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the surgeon recalled having difficulty reducing the fracture part during the initial procedure. Additionally, the patient began applying full weight bearing soon after the initial implant. The patient subsequently fell, which may have led to the breakage in question. Pain reported. At this time, post-revision procedure, no weight bearing is currently being applied.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reported nail was found broken at the blade hole on (B)(6) 2015. An image reading of the x-rays was conducted by a medical director from this manufacturer and reported the following: I can confirm that the nail is broken as described. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Patient ID is unknown. A manufacturing evaluation was completed: the breakage of the proximal femoral nail anti-rotation (pfna) occurred at the proximal locking-hole (lead-through for the spiral blade). The turquois anodized pfna is made of titanium alloy. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the pfna is in compliance with the international standards. The dimensions of the cannulated pfna (as far as measurable) were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The pfna showed some areas with discoloration/abrasion of the anodic layer. This is likely the result from rubbing against the bone. The pfna spiral blade showed mechanical damages and gliding, wear marks as well as one area with abrasion/discoloration of the anodic layer. The gliding wear marks are the result of micromovements between the pfna spiral blade and the pfna. The micromovements caused damage to the passivation layer of the metal and can pander crevice corrosion or pitting corrosion. When examining the distal fracture surfaces of the pfna using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at th lateral side of the pfna and ran into the material. After breaking, the two nail fragments rubbed against each other causing slight destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack initiation zones. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The fracture surface of one part showed approximately 70% with dimples. The fracture surfaces of the other part showed approximately 40% of fatigue striations, followed by a transition zone of fatigue striations and dimples and a small area with dimples at the end of the fracture surfaces. The area with dimples corresponds to the forced fracture zone. Sem observations and findings showed that the nail failure was caused by fatigue and overload. Based on the topography of the fracture surface, we can conclude that the implant was subjected to high dynamic bending loads (one sided). Constant alternating load cycles during walking led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the pfna. The nail could not resist the applied force which finally led to the material overload. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: date of postoperative breakage is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.